Event description:
On 12/09/1998, the international distributor informed the manufacturer (MFR.) Via a faxed report of the following: leakage from the device septum. The report also states that the device is contaminated with an unknown transmissible disease. No further details were provided.